Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify excessive no delivery alarm due to buttons not responding.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 180 mg/dl at the time of incident. The insulin pump keeps alarming no delivery. Insulin pump did not alarm with no reservoir. The device was expected to be returned for analysis.